Event description:
The reporter indicated that the magnet rate is programmed to a rate of 70 ppm. The elective replacement indicator message was received upon inquire. Cell voltage was 1.5 v, cell impedance was 27.6 ohms. The pt is pacer dependent. The device will probably be explanted.